Manufacturer narrative:
Concomitant products: product ID: 3898, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information from the healthcare provider of the foreign clinical study reported impedance was 977 ohms and there were no activities that could have damaged the system.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the stimulation stopped and the patient had progressive recurrence of "fbbs." The patient was hospitalized from (B)(6) 2015 to change the electrode. Antalgics were also given. The event resolved on (B)(6) 2015. The investigator assessed the event as not related to the procedure and related to the device. Relevant medical history included: chronic neuropathic pain and chronic radiculalgia.